Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the paced beat in the right ventricle (rv) was not a true left bundle pacing morphology. Upon fluoroscopic examination, it was found that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement and unspecified capture issue. A complete lead with a stylet was returned in one piece for analysis. The reported event of unspecified capture issue was not confirmed. Visual inspection of the lead found the helix was fully extended and clogged with blood/ tissue. The measured full helix extension length was within product specification. X-ray examination found no anomalies on the lead except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.